Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the voltage is increasing and the eye tracker image is dim during refractive treatment. Additional information received; there has not been any patient impact. The site reports the issues have been increasing over time.

Manufacturer narrative:
Scan module was forwarded to external supplier for failure analysis. The reported problem could be confirmed by the supplier and is caused by wearing of mechanical, electrical and optical components. No further actions will be performed due to the defect of the scanner is caused by normal wearing of mechanical and electrical components. Visual inspection of the camera mounting assembly shows a dirty and defective mirror for the eyetracker camera. So the correct pupil detection and tracking with eyetracker during treatment would be reduced by pollution and defect on the mirror. The root cause could be determined conclusively as component wear and user handling, by not avoiding bss contact to the device, specifically the eye tracker. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. During an onsite visit the fse (field service engineer) replaced scanner an eye tracker camera. Fse successfully completed system verification to specification. Without sample the root cause could not be determined conclusively. Most possible root cause could be a worn scanner and a worn eye tracker camera. The manufacturer internal reference number is: (B)(4).